Manufacturer narrative:
UDI - (B)(4). Concomitant product(s): vngd pat-spec cr fmrl 62.5 rt, part number: 181906, lot number: 984390. Biomet cocr finned tib tray 67 mm, part number: 141232, lot number: j3841836. Series a pat thn 28 3 peg, part number: 184782, lot number: 478710. This complaint was initially reported under the incorrect MFR number: 0001822565-2017-01436 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01977, 0001825034-2017-01978, mdt65199 0001825034-2017-01981, mdt65209 0001825034-2017-01985

Event description:
It was reported that the patient underwent partial right knee arthroplasty. Subsequently, on (B)(6) 2016 it was reported that the patient suffered medial retinacular tear.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.